Event description:
The reporter (patient's daughter) contacted lifescan (lfs) customer service in 2009, alleging that the patient's one touch ultra read inaccurately high. The reporter also claimed that the patient received treatment from the emergency room afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter indicated that the inaccuracy issue first occurred at 12:50pm on the day of event (2 days before she contacted lfs). The patient obtained a "108 mg/dl" blood glucose, which was reported to be inaccurate high. It is not known if the patient took any actions in response to obtaining this result. It was noted that the patient felt disoriented, but the symptoms had started 15 minutes before obtaining the alleged inaccurate issue. Approximately 2.5 hours after obtaining the "108 mg/dl" (2:30), the reporter called the ambulance, because the patient was disoriented. When the ems arrived, the patient's blood glucose was "69 mg/dl" blood glucose result on the emergency medical service (ems) meter. It is not known if the patient's symptoms had worsened when the ems tested his blood glucose and if the patient received any treatment from the ems. It was noted that the patient received IV glucose at the emergency room at 3:30pm the same day; however, it was also noted that the patient took 25 units of "IV insulin" at the same time. Based on the provided information at this time, this complaint is being reported because the patient allegedly received IV glucose treatment after obtaining an alleged inaccurate high meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.